Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.50mm x12mm nc emerge® balloon catheter was advanced for dilation. There was no kink prior to use and no resistance was encountered during the procedure. However, on the first inflation at 20 atmospheres, the balloon ruptured after being inflated for 3 seconds. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. There was blood on the balloon and contrast in the inflation lumen. The balloon was loosely folded. Magnified inspection did not reveal any damage or irregularities. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.50mm x12mm nc emerge&#59394;balloon catheter was advanced for dilation. There was no kink prior to use and no resistance was encountered during the procedure. However, on the first inflation at 20 atmospheres, the balloon ruptured after being inflated for 3 seconds. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.